Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug connections and image processor pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the screen went blank; even after rebooting the system, the screen did not come back on. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.